Event description:
It was reported that following an implant procedure, the patient woke up with left leg pain. The suspected cause was that the lead was too big for the space at t11, however the physician believed that the patients pain was not device nor procedure related. The physician replaced the 32 contact paddle lead with a 16 contact paddle lead. The patient was doing well postoperatively. The explanted lead was discarded.